Event description:
Boston scientific received information that during a follow up visit, the patient with this implantable cardioverter defibrillator (ICD) reported hearing the device beeping for approximately two weeks. Interrogation revealed this device had reached elective replacement indicator (eri) due to an extended charge time of 27 seconds. Battery voltage was 2.66v. Approximately four months earlier, interrogation had revealed battery voltage at beginning of life (bol) and charge time of 7.7 seconds. There was concern that the battery depleted more rapidly than expected. A replacement procedure will be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon removal, this device will be returned to the post market quality assurance laboratory and this event will be updated.